Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that the device failure is exempt from MDR reporting per 21 crf803.19 reference (B)(4) and will be reported on alternative summary report.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
Port was reportedly inserted on the 22/10, it was allegedly difficult to flush and draw back immediately post op. Over the weekend it was reported as difficult to use reliably. The xray allegedly showed the tip to be long but still in the right atrium, therefore the patient was taken back to theatre presuming the tip was against the ra wall and therefore difficult flush/aspirate.] On (B)(6) 2015 facility reports the placement x-ray shows the catheter tip in the right atrium but on an x-ray taken the next day, it reportedly appeared deeper in the right atrium "as if against the wall". The catheter was removed and the difficulty flushing/aspirating persisted, indicating the location of the catheter tip was not contributory. The catheter was wired, removed and replaced.